Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the technician was holding the retractor and his finger was burned and had energy shoot up to the arm. There was a cyst that was burst that caused tension and the trauma transected the recurrent nerve and they heard a popping sound. The recurrent nerve was transected and they had to repair the nerve. The voice was good however, the left vocal was not moving but the right was compensating.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The device was detected by both generators. It was activated ten times on a saline soaked towel with satisfactory results. All seal cycles were completed satisfactory and end tones were heard indicating completed activation cycles. The device passed hipot testing, indicating that there were no unexpected electrical leakages. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the technician was holding the retractor and his finger was burned and had energy shoot up to the arm. There was a cyst that was burst that caused tension and the trauma transected the recurrent nerve and they heard a popping sound. The recurrent nerve was transected and they had to repair the nerve. The voice was good however, the left vocal was not moving but the right was compensating. The patient did not want to take the picture but did show the affected part (finger) and it looked like a little white callus. No treatment was needed but they had to change the gloves.